Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that an electro-cautery damage in the outer insulation and outer coil approximately 230-233mm from the terminal pin, likely due to explant damage. Visual inspection revealed no anomalies other than induced damage from explant. Laboratory analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead was found to have dislodged. The lead was then explanted and was replaced. No additional adverse patient effects were reported.